Event description:
The user facility reported a 80-year-old female of unknown race in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump migrated out of the left ventricle when patient went into atrial fibrilation/rapid ventricular response. The pump was removed at bedside. Patient is stable post explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the positioning issues and the atrial fibrillation has been completed. Pump was not returned for investigation. Data logs were returned and "impella in aorta" and "impella in ventricle" alarms were observed confirming the clinical details. Therefore, the root cause of the positioning issue was most likely use related to improper technique. The root cause of the atrial fibrillation could not be determined without additional clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to initial MFR report: added d6a/d6b f6/f8 should have been left blank. H6 clinical code 2130 changed to 1729.